Event description:
During the beginning of a procedure the image blacked-out. The endoscopy was immediately switched-out with another similar endoscope and the procedure was completed. There was no allegation of harm.